Event description:
The hcp reported that the pt developed redness and pain at the device pocket site. Cultures were positive for pseudomonas and the device system was explanted. The infection is reported to have resolved.